Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm during bolus. Customer's blood glucose was 40 mg/dl. During troubleshooting, customer reported that infusion set cannula was curved. Customer was able to deliver insulin with a set change. Infusion sets would be replaced.